Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device (needle being in the ¿vac¿ position and staples noted on the hose assembly). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was unable to be tested due to the condition of the returned device, the investigation determined a conclusive cause for the reported leak cannot be determined. As there was no damage noted to the device during the inspection prior to use, the noted damages (needle being in the ¿vac¿ position and staples noted on the hose assembly) likely occurred due to mishandling during packaging/shipment back for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure, a 20/30 priority pack indeflator leaked during use. The device was connected to the stopcock which comes with the indeflator. Another indeflator was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.